Event description:
The customer reported that the charge in the uninterruptible power supply (ups) did not last long enough during a power outage, causing the central nurse's station (cns) to shut down. They were monitoring transmitter devices. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the charge in the uninterruptible power supply (ups) did not last long enough during a power outage, causing the central nurse's station (cns) to shut down. They were monitoring transmitter devices. The customer requested 2 new ups devices with a greater charge capacity. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk score is medium. The device was not returned for physical evaluation and functional analysis. The customer wanted to exchange their 2 ups devices for higher capacity ones as they did not hold power long enough during the power outage. There was no allegation that the ups devices experienced any deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance. The root cause for this issue is hospital power issues. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. As there is no allegation that the ups devices experienced any deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance, a CAPA is not initiated. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 e1: email address additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: ups (this is the device that failed): model #: abce422-11 serial #: ni org: model #: ni serial #: ni transmitters: model #: zm-530pa serial #: ni additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the ups (3rd party unit) did not last long enough during a power outage and caused the central nurse's station (cns) to shut down. They were monitoring transmitter devices. No patient harm reported. The customer requested for new ups with a greater capacity. Nihon kohden is working on sending the customer an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were being used in conjunction with the cns: concomitant medical device: ups model: abce422-11- this is the device that failed, (no serial number was provided). Org: (no model or serial number was provided). Zm-530pa's: (no serial numbers were provided).

Event description:
The customer reported that the ups (3rd party unit) did not last long enough during a power outage and caused the central nurse's station (cns) to shut down. They were monitoring transmitter devices. No patient harm reported.